Event description:
It was reported that pump displayed cartridge change error during discussion of another issue, and caller later mentioned an incomplete alert while trying to load new cartridge and resume insulin. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge and pump components with guidance from technical support, cleaned pump connection area, reattached cartridge, and successfully completed load process to resume insulin, but later could not recall details of earlier infusion set issue due to recent medical and memory concerns, so troubleshooting for that past issue could not be completed and no further technical support action was taken.